Manufacturer narrative:
(B)(4) d2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unknown head unknown . G2: foreign: japan. G4: device information has not been provided to identify the associated 510k. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: ibuchi, s., imai, n., horigome, y, et al. (2024). Long-term outcomes and a radiological assessment of hydroxyaoatite-tricalcium phosphate-coated total hip arthroplasty (trilogy/zimmer): a long-term follow-up study. Medicina, 60 (7), 1-9. Https://doi.org/10.3390/medicina60071154.

Event description:
It was reported in the journal article that the purpose of the study was to evaluate the long-term postoperative results, radiological bone changes, and implant fixation of the acetabular component of ha-tcp-coated tha. The retrospective study reviewed 212 patients who underwent primary ha-tcp-coated tha, 166 were available for follow-up at a minimum of at least 15 years post-op and were included within results. Indications for surgery include osteoarthritis (n = 136), necrosis of the femoral head (n = 23), rheumatoid arthritis (n = 6), and pigmented villonodular synovitis (n = 1). Implants included highly crosslinked polyethylene the uncemented acetabular component trilogy and the femoral component was selected from three types of implants, the versys midcoat collarless stem in 92 hips, the fiber metal taper in 65 hips, and the cemented in 9 hips. Surgeries were performed by four experienced surgeons using direct lateral (n = 109), anterolateral supine (n = 32), or orthopädische chirurgie of münchen (n = 25) approach under general anesthesia with, in some instances, CT-based navigation (n = 146). The study population had a mean age of 57.7 years at time of surgery; (15 males/ 151 females). Follow-up was conducted at a mean length of follow-up for of 17.1 years; follow-ups occurred after 1 month, 3 months, 6 months, and 1 year, and then every year thereafter postoperatively. An anteroposterior plain radiograph of the bilateral hips was examined, and the harris hip score was obtained at each follow-up. The survival rate of implants to long-term follow up desired was 165/166 (99.4%). The study reported dislocation was observed in 4 patients. 3 of these cases were within the first month post-op. No revision was noted to have occurred.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. X-ray images are provided within the journal article; however, it is unknown if they are related to this patient. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.